Event description:
The customer contacted baxter's service center requiring assistance to end therapy on the homechoice (hc) during initial drain. The technical service representative (tsr) had the home patient (hp) check the line for fibrin and air bubbles. The hp stated air bubbles were in the patient line. The hp stated the hc had not alarmed. The tsr assisted in ending therapy. The tsr advised the hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated they could not recall the details to the incident and could not provide any additional information. There was no patient injury or medical intervention reported. The sample and the lot number were unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of air bubbles was not confirmed. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.